Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient in the (B)(6) who had no device now but had an intrathecal baclofen pump and inquired of producing ¿a device that you know causes death or threatens life when removed. But produce no solution. Now that's neglect¿. Reportedly, the representative did not want to know as they did not have a solution for urgent withdrawal of the pump and do not get had an intrathecal baclofen pump and inquired of producing ¿a device that you know causes death or threatens life when removed. But produce no solution. Now that's neglect¿. Reportedly, the representative did not want to know as they did not have a solution for urgent withdrawal of the pump and do not get involved in individual cases.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.